Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5- automated impella controller support placed for the patient admitted in for bypass surgery. While completing ICU check in, placement signal was lost. Motor current and flow remained on the screen. This did not occur during patient movement. Patient was intubated and sedated. Placement signal spontaneously returned. Overnight, placement signal was spontaneously lost again and returned multiple hours later. Placement signal has been intermittent since then. There was no patient harm.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Clinical details report intermittent psnr alarms throughout support. At the time of the initial trigger, there was no patient movement. No further details were provided. Neither data logs nor the pump were available for investigation. Since neither data logs nor the pump were returned for investigation, the cause of the optical sensor issue could not be determined.